Event description:
It was reported that pump touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, and no additional information was received regarding any actions taken or outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.